Event description:
It was reported that during an implant procedure, the device was oversensing noise on both the atrial and ventricular channels. The physician questioned the hermetic seal at the set screw grommet because fluid ingress was noted. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed; analysis revealed grommet damage. (B)(4).